Event description:
Essure micro-inserts were placed with no abnormal events. After approx two weeks, pt complained of spotting, cramping and left side pain. A flat plate x-ray and hsg suggested proper location of micro-inserts. Pt requested device removal. Surgery occurred in 2008. Left essure micro-insert was removed; right micro-insert was not removed. Following surgery and recovery, pt had complete resolution of her pain and bleeding.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.